Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule was calibrated prior to placement but when the patient came out of the room there was a message "last study data not uploaded, to upload connect data to pc" appeared on the bravo recorder. The recorder was placed on the patient's chest hoping for the screen to change and start recording again, but it did not. A four minute study was downloaded and the recorder required calibration of the capsule again, so the procedure ended. A copy of the study has been requested, but no equipment is being returned. There will be a repeat procedure done, the date is unknown. There was no patient or user harm due to the alleged device malfunction.